Event description:
Additional information received indicated the patient underwent surgical intervention wherein both of the exiting leads were explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event: date of event is estimated.

Event description:
Related manufacturer reference number (B)(4). It was reported the patient experienced shocking due to lead migration. X-rays confirmed the issue. As a result, surgical intervention may take place at a later date to address the issue.